Manufacturer narrative:
This is the third revision surgery underwent by the patient. The primary surgery took place on (B)(6) 2013. The patient underwent the first revision surgery on (B)(6) 2016 due to psoas pain. Cup, liner and head were replaced. The second revision surgery took place on (B)(6) 2016 due to anterior dislocation. Posterior approach was used for all revisions on this patient. Additional information received on 04 august 2016 and includes: the cup involved and replaced during the second revision surgery was a non-medacta product, the head was medacta branded. Also, the cup and liner removed and replaced in the third revision were non-medacta implants. Batch reviews performed on 30 august 2016. Lot 131061: (B)(4) items manufactured and released on 01 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer option sleeve size l, code 01.29.242a, lot. 142135 (k131518) (B)(4) items manufactured and released on 10 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to posterior dislocation. Liner, head and sleeve replaced. No x-rays or explants are available.